Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported a high definition lcd monitor blanks out when used with an erbe generator. There is no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. On 01-mar-2021 the customer provided the following additional information: the event occurred (B)(6) 2020 in the middle of a diagnostic procedure (name unknown). An erbe 3005, olympus video system center, and colonoscope were involved in the event. The intended procedure was completed with the same device no other devices were replaced during the course of the procedure. The device will not be returned to olympus. There was nothing noted with the connecting cables. The colonoscope model and serial number was unknown. All settings were checked. They performed the test on all modes. They were unable to reproduce the fault since they replaced the coax cables and bypassed the wall connection, and have not had an incident since. Unknown if the device was inspected prior to use or if there were any error codes displayed. No patient information was available. As the suspect device has not been returned to olympus for evaluation and since the customer reported no subsequent problems after replacing the coaxial cables, it is likely that the coaxial cables had been damaged through mishandling. During the initial technical support call, the customer stated the coaxial cable from cv-190 to monitor does get ran over quite a bit and they would like to replace it. In addition, it is possible that the noise of the video signal occurred because this product was used under circumstances where the high frequency electrosurgical equipment was installed nearby, resulting in occurrence of the event in question. It is judged that this event was caused by user handling. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: dangers, warnings and cautions. It is recommended that only olympus high-frequency electrosurgical equipment will be used with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. Before using high frequency electrosurgical equipment, make sure that any signal noise emitted from the equipment does not affect the observation of the surgical procedures. If high frequency electrosurgical equipment is used without such confirmation, patient injury may result.